Manufacturer narrative:
D10: 300-01-11 - equi, humstem primary, press fit 11mm: (B)(6). 300-10-45 - equi rep plate 4.5mm o/: (B)(6). 300-20-02 - equi sq torque define screw drive kit: (B)(6). 310-01-44 - equi, hum head short, 44mm (alpha): (B)(6). 314-02-03 - equi glen, pegged alpha, medium: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced a rotator cuff tear. Patient was last known to be in stable condition following the event. No further information available.